Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak and secondary endovascular procedure events were confirmed. The type 1a endoleak is most likely due to a lack of an aortic neck extension and it was identified that the initial index procedure was off-label due to (absence of an aortic aneurysm). Device, user, procedure or anatomy relatedness of this event could not be determined. Procedure related harms for this event is type ii from the ima and lumbar artery. The final patient status was reported being transferred to skilled nursing facility in stable condition. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an intuitrak bifurcated stent graft and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years later, the patient presented for a pelvic procedure where a computed tomography angiogram (cta) identified a type 1a endoleak. The physician performed a re-intervention and elected to implant a vela suprarenal proximal extension to the renal arteries. The endoleak was resolved, and reportedly the patient is doing well.